Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had to get surgery a while back and they had their implant turned off. The patient stated that since that day they hadn't been able to use the device and they get a 'device not found' message. The meaning of the message was reviewed with the patient. The patient was assisted with getting connected to their settings. While trying to connect, the patient continually received 'device not responding'. The patient was advised to reposition the communicator multiple times, and optimal placement was reviewed but the issue persisted. When asked if they could feel their implant, the patient reported they couldn't anymore but they used to be able to. The possible effects of implant movement on telemetry were reviewed with the patient. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 additional information was received from the patient. They reported that the cause of the issues was determined, but provided no explanation as to what the cause was. They reported calling their doctor's office and the device was replaced. All issues were reported to be resolved.